Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp had oozing from the groin site. Heparin was withheld and a purse string suture was placed to obtain hemostasis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
D.3 manufacturer name should not of contained numbers behind it on the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.6 revised health effect - impact code as it was previously entered incorrectly on the initial report that was submitted. The investigation has been completed. The root cause of the access site bleeding issue was most likely use issue since heparin held, purse string suture placed and pressure held to achieve hemostasis. The device history review was completed and the pump passed all the post sterile inspection checks.